Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's implant was not helping their symptom control as they had been going to the bathroom like they did prior to the implant. Patient didn't understand the other programs or how to change them so information and guidance was reviewed with patient on how to change programs. Patient reported they had a heavy urinary tract infection and was on 2 rounds of antibiotics that made them go to the bathroom every 1-2 hours. Since then, the uti has gone but they were still going to the bathroom every 30-45 minutes and it was better when the stimulator was turned off. Patient reported they increased the stimulation to try to help with symptom control before calling but felt the stim was too high like it was painful. Patient had access to patient programmer and showed stim was on. They were on program 1 at 3.5v and decreased to 3.3v where it was tolerable but then switched to program 2 and was able to increase to 1.6v where it was comfortable and wasn't painful. Patient to monitor symptoms and follow up with healthcare professional if it didn't resolve. No further complications reported.